Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article entitled, " the need for secondary resurfacing is affected by trochlear height in total knee arthroplasty". Literature article "the need for secondary resurfacing is affected by trochlear height in total knee arthroplasty" (2017) by lucas werth, mo saffarini, felix amsler, ashraf abdelkafy, michael t. Hirschmann published by knee surgery sports traumatology and arthroscopy doi 10.1007/s00167-016-4319-3 was reviewed. The article purpose: to compare the rate of secondary resurfacing in a consecutive series of fve different total knee arthroplasty (tka) systems. The article reports: a retrospective study was performed on data from patients who underwent tka without primary patellar resurfacing from 2004 to 2012 in an university-affliated hospital. The study cohort included 784 tka patients that were implanted with five different cruciate-retaining tka systems were used. Group b and group c contained the pfc sigma and the lcs knee systems respectively. Revision surgery was conducted in group b 15/215 patients (7 %) and in group c 5/81 patients (6.2 %). Signifcantly higher rates of secondary patellar resurfacing were seen in groups b and c when compared to the others. No other complications were reported within this article. Depuy products involved: pfc sigma and lcs knee system. Complications: surgical intervention (20), medical device implant removal (20), pain (20). The first patella product is to capture the pfc sigma patellar component and the following patella product is to capture the lcs patellar component.